Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a coyote fc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).